Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
Last year the portion of the device in his knee and the rod in his tibia were replaced.